Event description:
It was reported that the patient's pump had eroded through the skin and was explanted. The hcp further reported that the patient had an infection, but did not have meningitis. The patient signs/symptoms included fever, redness, swelling, drainage, pain, incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. A culture was taken of the device pocket (date not reported) and revealed methicillin resistant staphylococcus aureus (mrsa). The patient was administered unspecified perioperative and intravenous antibiotics to treat the infection. The infection was reported as ongoing. The patient did not experience drug withdrawal. The hcp noted the patient's preoperative risk factor as malnourished or extremely thin and reported that the patient had a history of malignant hyperthermia related to anesthesia.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.